Event description:
The duett device was deployed (via right common femoral artery, 8f sheath) following interventional procedures. Immediately after deployment, the pt's leg became cold, numb, and pedal pulses were absent. A femoral angiogram confirmed the occlusion , and thrombolytic therapy was initiated. No further complications were reported.